Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported that the lead was explanted and replaced due to noise. Device delivered inappropriate therapy. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was found at 32.5-33.5 cm from the tip electrode. The etfe coating was intact at the same location. External insulation abrasion was found at 38.7-39.5cm and 40.5-41.0cm from the tip electrode consistent with lead friction to the ICD can. Etfe coating was abraded at these locations. This is consistent with the field observation of noise if the lead came into contact with the ICD can.